Manufacturer narrative:
Reference record (B)(4). H6 code of 4581 was chosen to capture the event of buried bumper.

Event description:
Additional information received. On an unknown date, the patient was diagnosed with a buried bumper. The patient underwent surgery to remove the peg-j tubing, but the bumper was unable to be removed and remained insitu. A new peg-j was placed surgically through existing stoma with new opening formed into stomach. Stoma site continues to have purulent discharge.

Manufacturer narrative:
Reference record (B)(4). Catalog number in the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient developed stoma site infection. Patient was treated with antibiotic augmentin duo forte.